Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
Material no: 383536, batch no: 9249637. It was reported that during use of the bd nexiva¿ closed IV catheter system leakages has occurred approximately one inch above the wing immediately after placement. The following information was provided by the initial reporter: we have three that have leaked about an inch above the wings immediately after placement. They told me in pre-op that all the catheters with the same lot number pulled from the units.

Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. The photo provided for this incident did not present sufficient evidence to identify or confirm the alleged failure or to establish a definite root cause. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h.10.

Event description:
Material no: 383536, batch no: 9249637 . It was reported that during use of the bd nexiva¿ closed IV catheter system leakages has occurred approximately one inch above the wing immediately after placement. The following information was provided by the initial reporter: we have three that have leaked about an inch above the wings immediately after placement. They told me in pre-op that all the catheters with the same lot number pulled from the units.